Event description:
It was reported that non-sustained right ventricular oversensing determined to be post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended but not made at this time. The patient was just being monitored remotely. There were no patient complaints or consequences.